Manufacturer narrative:
Unit passed displacement test and self test. No pump error 4 noted during testing. However, pump error 63 variable 3 was noted in the history download due to broken trace u1 pin6(sda). The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, missing display window cover, cracked keypad overlay, keypad overlay texture damage, keypad overlay peeling, cracked battery tube threads, cracked case on the battery tube side, and broken belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was died. The customer was also reported that insulin pump had insulin flow block alarm. The customer was reported that the insulin pump passes self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.